Event description:
It was reported that the left ventricular lead exhibited failure to capture. An x-ray was performed, and it was discovered that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture were not confirmed. As received, a complete lead was returned in one piece for analysis. The lead was measure to be within specification. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual inspection did not find any anomalies.